Manufacturer narrative:
Calibration and qc data was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs stat result for one patient from the cobas 6000 e 601 module. The initial result was 5 and the repeat result was 23. No unit of measure was provided. It was not known if the questionable result was reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.